Event description:
Customer reported that the sensor had given inaccurate readings. He stated that the blood glucose reading from the insulin pump showed him 180-210 mg/dl that whole day. He stated that he began to feel unwell and checked his blood glucose and found that it was at 27 mg/dl. He stated that he had been treating based on the sensor glucose reading. At the time of the report, the sensor glucose reading was 212 mg/dl while the blood glucose reading was 75 mg/dl. Customer did not calibrate the sensor when the blood glucose was stable. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.